Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed redness and itchiness on her skin under all three therapy electrode pads. The patient's doctor believed that the irritation was a fungal infection and provided an ointment to the patient for the irritation. After using the ointment on the irritation, the patient reported that the irritation was improving. The patient was later advised by their cardiologist to end use of the device because of the skin irritation issues. There was no allegation of a device malfunction associated with the patient's skin irritation.